Manufacturer narrative:
Follow-up #1: date of submission 04/11/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/30/2016 with the following findings: a review of the pump¿s alarm history showed a cs 064 call service alarm was emitted. No call service alarms were duplicated during testing. The rewind, load, prime sequence was performed successfully and the pump was exercised for 24 hours with no alarms occurring. The pump was opened and no evidence of the corrosion or damage was observed on the motor flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.